Manufacturer narrative:
Additional device product codes: erl, hbe. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an unknown procedure. During the procedure, the drill bit broke and was discarded in an appropriate place. The broken drill bit was easily removed without additional intervention. The procedure was successfully completed with no surgical delay. There was no harm to the patient. The patient outcome was well. This report is for one (1) 1.1mm drill bit. This is report 1 of 1 for complaint (B)(4).